Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the healthcare provider did retrieve the catheter to their own analysis, therefore it will not be returned to the manufacturer for analysis. The explanted segment was then discarded.

Manufacturer narrative:
Concomitant products: product ID 8780, lot # 0206389702, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced pain and increased spasticity. The physician tested the catheter by trying to aspirate through the side port. Aspiration was impossible and there was no reflux. Injection of radiographic contrast and an x-ray showed a catheter occlusion. The location of the catheter issue was the distal end. A catheter replacement was done. At the time of this report, the patient status was indicated to be ¿alive- no injury.¿ the device system was used to deliver baclofen. It was later reported that the, as of (B)(6) 2014, the patient was doing well at a daily dose of 96mcg/day in a continuous mode. The current device was functioning. The daily dose was reduced from 660mcg/day, before the revision, to 96mcg/day, allowing excellent tonus control. It was later reported that the catheter would not be returned to the manufacturer for analysis because it was ¿not recovered¿, however, it was unclear what this meant.